Event description:
It was reported to st. Jude medical that the device was explanted due to noise. The diagnostic summary indicated the ICD had 257 high voltage charges, which resulted in early battery depletion.